Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(event site address).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. From the inspection, it was found that the crm balloon line dehydration system was malfunctioning, causing the water in the balloon line not to be completely removed. The fse checked and fixed the crm (condensate removal module) system and reassemble it. Tested the machine's functionality and found it to be working normally.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) has a lot of water in the balloon tube. The crm balloon line dehydration system is malfunctioning, causing the water in the balloon line to not be completely removed. No injuries or fatalities.